Event description:
High impedance was reported. An x-ray taken in 2008 was inconclusive. A battery exchange was scheduled with the theory that the battery was reaching depletion and causing the impedance issue. During replacement impedance readings were still >2000 ohms on all or some of the unipolar pairs. Electrodes 2c and 3c were the only in range everything else over 2000 and 7ma. The health care professional reprogrammed the pt using the two non-affected electrodes resulting in the pt receiving therapy. Additional info has been requested from the health professional. Please see MFR. Report #3004209178-2008-04505.